Event description:
It was reported to philips that both arms are stuck when rotating in the upright position. The device was in clinical use. No patient or user harm was reported. A philips field service engineer (fse) inspected the system onsite and released the propeller brake and manual reset propeller position which resolved the issue. The device was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed after resolving the issue. The philips field service engineer (fse) inspected the system onsite and confirmed that the system had a movement failure. Upon troubleshooting, fse found that the c-arm propeller movement was unavailable. To resolve the issue, fse released the propeller brake and manually resets the propeller position. Later the issue reoccurred and fse replaced the propeller potentiometer in that work order. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.